Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that two days ago the device started to buzz when touched. The patient stated it feels like a cellphone vibrating. The patient was seen by a physician and the ventricular sensing assurance was turned off. The physician determined that the device was functioning appropriately. The device remains in use. No patient complications have been reported as a result of this event.